Event description:
Customer reported a hospitalization for diabetic ketoacidosis. Customer reported his blood sugar at the time of hospitalization was at 573 mg/dl. It was reported that prior to the hospitalization customer was incarcerated and did not have access to diabetic friendly meals. Troubleshooting showed the insulin pump is operating properly with no leakage or occlusion noted. Customer's blood sugar at the time of call was at 166 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.